Event description:
Customer reports the following: "staff reported to biomed tubing set not recognized, biomed tried several different sets, cleaned pins, tried close lever/push cassette test, will have fk rep eval when onsite 8/16. Fk rep evaluated and as well could not get pump to recognize cassette." Preliminary review of the device logs confirmed that the pump was incorrectly identifying sets, as evidenced by the detection of set-ID codes for non-existent sets. The pump should be returned for further investigation. This did not stop an active infusion. Further investigation of the pump revealed the following: ingress across set ID seal leading to electrical failure of the set ID sensors ingress path found to be between the foam gasket and the lvp front housing. The gasket was heavily distorted from its original shape. Fresenius kabi opened an internal CAPA in january 2023 for set ID sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Fresenius kabi is submitting this report after a retrospective review of all complaints where a set ID sensor failure has been identified.